Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watch dog time out error during patient use(medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection was performed and no issues were noted. The reported symptom 'sharp watch dog time out alarm' was observed during evaluation and is considered confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The device was determined to (not meet) all product specifications related to the reported event. The reported condition was verified and evaluation determined the cause to be a software anomaly. The symptom was corrected by reprogramming the processor printer circuit board and installing an updated software version. Should additional relevant information become available, a supplemental report will be submitted.